Manufacturer narrative:
Stenosis and/or insufficiency, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The reported event cannot be confirmed since the device remains implanted and is not available for evaluation. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with svd. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received information that this patient with a bioprosthetic aortic valve, implanted for 12 years and four (4) months, underwent a valve-in-valve procedure due to deterioration resulting in aortic insufficiency and stenosis. The tavr was performed with an edwards transcatheter valve without complications. The patient tolerated the procedure well. Post deployment tee revealed a well-seated, well-functioning valve without evidence of any valvular insufficiency. He was taken to the ICU in stable condition at the end of the procedure. He was discharged home on pod #1.